Event description:
On (B)(6) 2009, this pt presented with an expanding symptomatic right common iliac artery aneurysm with small aneurysm of the dilatation of the left common iliac artery and was treated with gore excluder aaa endoprosthesis in conjunction with aneurx aaadvantage stent graft iliac extension limbs. Coil embolization was performed on the right and left internal iliac arteries. Intra-operatively a small type I endoleak was noted with partial filling of the aneurysm. An aneurx aaadvantage stent graft iliac extension limb was used to extend the gore excluder aaa endoprosthesis from the contralateral gate, the aneurx iliac extension limb was then extended with a contralateral leg component. A type I endoleak was noted in the distal limb on the left side. The pt tolerated the procedure. On (B)(6) 2010, the pt presented for treatment of a type I endoleak that originated from the left common iliac artery and was treated with an additional gore excluder aaa endoprosthesis contralateral leg component. The distal iliac arteries remained successfully occluded by coil embolization and filling of the iliac artery aneurysm had stopped. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.